Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the user was unable to introduce insulin into multiple cartridges. The user successfully filled a new cartridge using a new syringe/needle. The user's blood glucose level was 130 mg/dl.